Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a thoracic zenith device. Expiration date: unknown as lot# is unknown. Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the evaluation is based on the event description only. Unfortunately, we are unable to give an exact root cause to this incident, and no conclusion can be drawn. It is believed though, that the dissection observed is not related to device performance, but rather to patient condition ("fragile of the vessel wall may be one of the factors that contributed to the event."). There is no evidence to suggest that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent tevar since debakey type 3b was detected by CT taken during treatment of hypertension at another hospital. The procedure was performed under general anesthesia. A wire guide was inserted from the left upper arm into the ascending aorta. Then a zenith tx2 taa endovascular graft was inserted from the right femoral artery and deployed between the left subclavian artery and left common carotid artery into th10. Two luminexx stents were used as chimney grafts to rescue the left subclavian artery. Aortic angiography revealed a type 1a endoleak, which resolved with ballooning of the seal site. While the cut in the groin was being closed, the right upper arm blood pressure decreased. When CT scan was performed for suspected rtad, dissection was confirmed, originating at the proximal end of the graft and extending into the ascending aorta. Emergent aortic arch replacement was performed using a heart-lung machine under moderate hypothermic lower body circulatory arrest and selective cerebral perfusion. Intraoperative findings confirmed that the proximal end of the stent was stuck in the outer curve of the arch between the left subclavian artery and left common carotid artery and that was the entry point of the dissection. No postoperative complications or endoleaks were observed and the patient was discharged in remission 15 days following the procedure. Fragile of the vessel wall may be one of the factors that contributed to the event. Patient outcome: no postoperative complications or endoleaks were observed and the patient was discharged in remission 15 days following the procedure.